Event description:
Pt had a posterior spinal fusion with internal fixation at the lumbar 4-lumbar 5 level on 4/8/98. He began having increased pain prior to his 9/3/98 visit, and on that date it was noted that his right internal fixation rod had broken. He was taken back to surgery to replace his rod on 10/7/98.